Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information.

Event description:
The affiliate stated the customer reported discrepant troponin I (access accutni) results, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.112 ug/l was obtained and released out of the laboratory. The clinician questioned the result and requested a reanalysis of the sample. The customer reanalyzed the sample, on the same instrument, and obtained results of 0.025, 0.020, and 0.015 ug/l. An amended report of 0.025 ug/l was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a rapid serum tube (rst) and centrifuged at 4,000 rpm (rotations per minute) for ten minutes, at 19 degrees celsius ambient temperature. The sample was analyzed in the primary tube and clear in appearance. No sample integrity issues were noted. Quality control (qc) was within specifications. The customer indicated there were no system error messages at the time of the event. The instrument was in normal operation.